Manufacturer narrative:
G2: citation: authors: jin, h., lv, j., li, c., wang, j., jiang, y., meng, x., li, y.. Morphological features predicting in-stent stenosis after pipeline implantation for unruptured intracranial aneurysm. Frontiers in neurology 2023. Doi: 10.3389/fneur.2023.1121134. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Jin, h., lv, j., li, c., wang, j., jiang, y., meng, x., <(>&<)> li, y. (2023, may 12). Morphological features predicting in-stent stenosis after pipeline implantation for unruptured intracranial aneurysm. Frontiers in neurology, 14. Https://doi.org/10.3389/fneur.2023.1121134 . Medtronic literature review found report of patient complications in association with pipeline embolization device (ped) implantation for unruptured intracranial aneurysms (uias).   The authors reviewed 52 cases of patients treated for uia using ped. Of the 52 patients, the average age was 51 years, 34 were female and 18 were male. The article does not state any technical issues during use of the ped. The following intra- or post-procedural outcomes were noted: of the patients, 20 of them (38.46%) were identified with in-stent stenosis (iss). The iss degree was mild in 19 (95%) patients, and serious in one patient (5%). Only one patient with iss had related symptoms during the follow-up. This patient had 39% iss at 6months after surgery without any symptoms but suffered a sudden contralateral limb weakness at 15months after treatment, and the iss degree of this patient at the 21-month dsa follow-up was 30%. It was observed that the iss of this patient did not show prominent recovery, but all symptoms showed complete resolution after medical treatment. Please see attached literature article.